Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, prior to use on the patient, it was noted that the long needle pierced through the outer package. There were no adverse patient consequences.

Manufacturer narrative:
Actual opened foil and opened folder of the product code was returned for evaluation. No suture or needle was returned. During the visual inspection of the opened foils it was observed pin holes in the bottom foil cavity, which indicate that the integrity of the product was compromised. Based on the samples condition, the packaging ¿ integrity was caused by the pinhole in the bottom foil; a representative sample were returned for evaluation. During the visual inspection of the representative sample, it was observed that the foil present pinholes in the bottom foil cavity, which indicate that the integrity of the product was compromised. The folder was open and suture degradation was observed. Based on the samples condition, the packaging ¿ integrity was caused by the pinhole in the bottom foil.